Event description:
Implant was placed (B)(6) 2020 to support dentures. 3 month healing abutments were placed (B)(6) 2020. # 11 abutment was tightened (B)(6) 2020. Implant was loosed (B)(6) 2020. Implant was removed. Non integration.